Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lymphadenopathy: unable to observe. Edema: unable to observe. Anxiety-product/procedure: unable to observe. As per the investigation procedure, creases were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory the event of lymphoma - alcl was unable to observed, therefore, the reported event was unable to be confirmed. A review of the current risk documents was performed, and the event of lymphoma ¿ alcl is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional, changed, and/or corrected data: h3; h6.

Event description:
Patient reported right side swelling, removal form textured to smooth due to the concerns of the product, and filled with fluid which tested positive for lymphoma. Healthcare professional later reported "positive for anaplastic large cell lymphoma (alcl)". Pathological marker alk- and cd30+ have been reported. Device has been explanted.

Event description:
Patient reported right side swelling, removal form textured to smooth due to the concerns of the product and filled with fluid which tested positive for lymphoma. Healthcare professional later reported "positive for anaplastic large cell lymphoma (alcl)". Pathological marker alk- and cd30+ have been reported. Device has been explanted.

Manufacturer narrative:
Explanting healthcare provider contact information: name: dr.(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of alcl is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast implant associated anaplastic large cell lymphoma (bia-alcl).